Event description:
Consumer reported complaint for high blood glucose test results. Wife is calling on behalf of the customer. Customer has 2 vials of the same lot number, different open vial dates: internal report reference(B)(4). The customer is concerned with test results from results obtained of 258, 298, 283, 312 and 202 mg/dl. The customer¿s expected am fasting blood glucose test result range is 130-150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 12/28/2024 and open vial date is 09/26/2023. The meter memory was reviewed for previous test result history: result 1: 258 mg/dl. Date:9/26. Time: 7:38 am. Fasting. Result 2: 298 mg/dl. Date:9/26. Time: 7:37 am. Fasting. Result 3: 283 mg/dl. Date:9/26. Time: 7:34 am. Fasting. Result 4: 312 mg/dl. Date:9/26. Time: 7:33 am. Fasting. Result 5: 202 mg/dl. Date:9/25. Time: 7:03 am. Fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). (Adverse event): t10969804, zb5283s with different open vial date (one month ago). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: (B)(4): user had poor technique. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.